Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a percutaneous nephrolithotripsy procedure. Post procedure a "shade" area was noticed under radiography. Reportedly, during the procedure, the physician used a metal needle (brand unknown) in conjunction with sensor guidewire. The sensor guidewire detached (size unknown) during the procedure, at this time there is no scheduled plan to retrieve the piece from the patient. No patient complications at this time. The complainant reported that the device was not used past the expiration date.

Manufacturer narrative:
(B)(6).